Event description:
The biomedical engineer (bme) reported that during a generator test, 4 central nurse's stations (cnss) went into comm loss in the pcu department for approximately 10 minutes. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that during a generator test, 4 central nurse's stations (cnss) went into comm loss in the pcu department for approximately 10 minutes. They found that one of the hospital's electrical circuits malfunctioned, causing power failure to one of the juniper switches, which was connected to 13 orgs. No patient harm was reported. Investigation summary: the root cause of the event was determined by the customer: one of their juniper switches that had (13) org's connected to it had lost power. It lost power because one of the hospital's electrical circuits had malfunctioned which caused a power failure on the juniper switch which caused comm loss to appear on the cns's. Service history for this serial number provided pu-621ra s/n (B)(6) shows no trend in communication loss event. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss issue that put 4 cns's into communication loss in the pcu dept (2nd floor) during a generator test. Biomedical engineer states that the comm loss happened to 4 cns's for approx. 10 minutes. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) comm loss issue that put 4 cns's into comm loss in the pcu dept (2nd floor) during a generator test. Biomedical engineer states that the comm loss happened to 4 cns's for approx. 10 minutes. No patient harm reported. Biomedical engineer said that they found that one of their juniper switches that had (13) org's connected to it had lost power. It lost power because one of the hospital's electrical circuits had malfunctioned which caused a power failure on the juniper switch which caused comm loss to appear on the cns's. Concomitant medical device: the following device(s) were used in conjunction with the cns: cns's: model #: cns-6201a serial #: (B)(4) device manufacturer data: 07/09/2015 unique identifier (UDI) #: (B)(4) model #: cns-6201a serial # : (B)(4) device manufacturer data: 07/02/2015 unique identifier (UDI) #: (B)(4) model #: cns-6201a serial # : (B)(4) device manufacturer data: 10/27/2011 unique identifier (UDI) #: (B)(4) org's serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni